Event description:
It was reported that the device was no longer working. There were no other details provided. There was no patient info available.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and gave an error code 7. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.